Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptoms included fever, pain and discharge of pus. The patient was given IV antibiotics. The physician does not know if the infection is device or procedure related. The patient remains hospitalized until the infection remits. The patient is reportedly stable.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.